Manufacturer narrative:
Investigation summary: as reported code: package seal integrity poor/questionable event description: a part of the packages weren't sealed and opened lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). This incident is neither; therefore no DHR review is required. Findings: as this complaint was a MDR; -DHR review was performed on the following lot number: 6008841 ¿ the lot number was built and packaged on afa packaging line 11 from january 20, 2016 thru january 24, 2015. 5288681 ¿ the lot number was packaged on afa packaging line 11 from november 10, 2016 thru november 13, 2016. 5225992 ¿ the lot number was packaged on afa packaging line 11 from august 23, 2015 thru august 28, 2015. 6133863 ¿ the lot number was packaged on afa packaging line 11 from may 17, 2016 thru may 21, 2016. Per review of the DHR¿s it was concluded that all required challenges samples and testing was performed per specification in accordance with the set-up and in process sampling plans. Per review it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. Set-up and in process samples (included but not limited) blister thickness, bad seal/cut/holes, seal transfer width and package leak test were performed on various stages throughout the process, all the inspections passed per specifications. Visual analysis observations and testing: received three unused iag/bc 20ga units in partially opened packages from the lot number; 6008841. Received two unused iag/bc 20ga units in partially opened packages from the lot number; 5288681. Received two unused iag/bc 20ga units in partially opened package from the lot number; 5225992. Received one unused iag/bc 20ga unit in partially opened packages from the lot number; 6133863. Visual/microscopic examination: (B)(4): all three packages were partially opened at both ends of the blister pack. 6078642: two packages were partially opened at both ends of the blister pack. 5300818: two packages were partially opened at both ends of the blister pack. 5239561: the package was partially opened at both ends of the blister pack. The analysis of top web adhesive: the product characteristics require a minimum of 1/8¿ seal transfer. This characteristic was met. In addition the paper top web of the returned unit was analyzed under uv light. The glue used to seal the top and bottom webs is uv fluorescent. The analysis revealed an adequate of top web adhesive. The key variables that affect seal strength are: seal transfer/width and top web glue. Both of these variables were looked at during the investigation. Test description: method no.: results: visual/uv light, n/a, see observations and testing. Investigation samples(s) meet manufacturing specifications: yes; the returned units provided for evaluation for this incident met the manufacturing specification requirements. Investigation conclusion: conclusions: the defect of package damage/defective/other, as stated in the subject of the pir was confirmed with the returned unit. Even though the packages came partially opened, all the processes characteristics that directly influence the seal strength are: seal transfer and top web glue, measured within specification. No anomalies were found. Did the evaluation confirm the customer's experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? No; it was not necessary to achieve reproduction of the customer¿s experience, as the defect was confirmed. Was the device used for treatment or diagnosis? Treatment. Root cause description: root cause: relationship of device to the reported incident: indeterminate. Comment: the packaging operators are responsible to verify the seal transfer/width and that packages are ¿water leak tested¿ every hour. These attribute inspections are done to verify that the packages are sealed adequately prior to placing them within the dispenser. Rationale: corrections and CAPA corrective action / CAPA #: CAPA (B)(4) has been opened to address the markings on the washers. Other actions taken (if applicable): packaging operators are responsible to verify package integrity, including the verification that the packages are adequately sealed. In addition, product quality is evaluated during the manufacturing and packaging process with prescribed attributes inspections. These inspections are performed by operators to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action(s) are applied according to the quality control plan.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 20 g x 1.16" bd insyte¿ autoguard¿ bc shielded IV catheter was not sealed and opened. Found before use. No serious injury or medical intervention needed.